Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio-control determined the cause for the malfunction to be an electrical open between the r546 leg 2 and the r5 leg 2 resistors on the main pcb assembly. The device has been removed from service.

Event description:
It was reported that the device would not operate with a known good battery. The device was inoperable and unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and a service repair offer. The customer declined physio-control's repair offer and elected to scrap the device. The device was not returned to physio-control for evaluation. A conclusive cause of the reported problem could not be determined.